Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump had quite working and black screen did not disappear. Customer's blood glucose value was 105 mg/dl at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank/black display and missing segments/partial display noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.